Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed and found foreign material observed on the distal end. The teflon pad was inspected and found it lifted and partially split, exposing metal. Approximately .576¿ of metal is exposed. The teflon pad is intact and is not suspected to be missing. The device was attached to olympus test usg-400 and esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on similar reported events, the most probable cause of the reported event could potentially be attributed to the operator¿s technique. The instruction manual provides warning which states: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad.¿

Event description:
Olympus was informed that the device failed to activate and could not be used. There was no patient injury reported.